Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after loading the cartridge with 100 units. The customer's blood glucose level was 145 mg/dl. The customer added insulin to the cartridge and was able to resume insulin therapy.